Event description:
The manufacturer received information that a trilogy ev300 ventilator failed during service testing for active exhalation verification: pilot reading. There was no patient involvement, and no harm or injury reported. As a result of the reported testing failure, the device's 3-way solenoid and proportional valves require replacement to address the issue. The repair by a philips service engineer has not yet been completed. A follow-up report will be submitted when the manufacturer's investigation has been completed.